Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the physician suspected lead fracture. X-ray did not show externalized conductor. The lead remains implanted.